Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea ventilator has a problem with the compressed air line connected and damaging the air inlet transducer pcb and several parts in the gde. There is no patient involvement associated on this event.